Event description:
The customer reported machine and proximal pressure sensors failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The data acquisition pcba was returned for failure investigation and no failures were identified during testing.

Manufacturer narrative:
The authorized service provider (asp) performed troubleshooting and reviewed logs. He determined the motor controller (mc) pcba, data acquisition (da) pcba and the da to mc pcba cable were failing. The asp replaced the motor controller (mc) pcba, data acquisition (da) pcba and the da to mc pcba cable.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was returned for failure investigation and tested. No failures were identified.